Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the skin to close the cavity during an open nephrectomy, the needle broke and broke into the patient¿s skin. The event resulted in tissue damage. The needle was stuck in the patient¿s skin. The patient incurred a temporary injury.